Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous proximal right coronary artery (rca). The lesion was predilated using a 3.5mm quantum maverick balloon. The physician confirmed the lesion with ivus and attempted to inflate the 4.00 x 12mm liberte monorail coronary stent delivery system (sds), but it was not able to inflate. The physician then pulled the sds to the proximal end of the target lesion. The stent dislodged 5mm distal from the target lesion. The liberte stent migrated in the rca ostium under fluoroscope. The liberte stent was dilated and overlapped with another liberte 4.00x8mm sds. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.